Event description:
It was reported that an ilet user experienced three insulin occlusions with a reported blood glucose of 260 mg/dl while using a contact detach infusion set, with sites attempted at the navel, side, and inner right thigh, and insulin delivery resumed only after another supply change with guidance to use the outer thigh and confirmation that tubing was fully filled. Symptoms included polyuria associated with hyperglycemia. Outcomes included temporary interruption of insulin delivery that resolved after the supply change, without hospitalization. Customer care provided support that included real-time troubleshooting and education on site selection and proper tubing fill. Investigation of this case revealed occlusion events associated with the infusion set and infusion site selection, with device function restored after set replacement and revised insertion location. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion site¿related occlusion.

Manufacturer narrative:
Initial.